Event description:
Caller reports patient test results >8.0 inr on the coaguchek s system and 3.6 inr on a comparison lab. Reports on dose change based on device result, but received a vitamin k shot for nosebleeds while waiting on lab to return. No adverse event reported due to device result. Requested return of suspect system and replacement sent.